Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide for visual inspection of all accessories and equipment. They also outline the steps for handling and proper use of the equipment and accessories in order to prevent damages. The steps for exchange of accessories are outlined in the pm. It further warns that damaged accessories should be reported and exchanged. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the clasp that connects the belt to the bag came out from the housing. The bag was replaced. There was no impact to the patient.

Manufacturer narrative:
It was reported that the shoulder pack's clip was damaged. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed to wear over time or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.